Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that one side of the tips of the pk dissecting forceps instrument was protruding out more than the other side. The tips were misaligned. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments gip tips were bent. One grip was bent, causing side to side misalignment of grips. There is a .351 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The bent damage may have been likely due to mishandling/ misuse. Failure analysis investigation also found the instruments distal pulleys had scratch marks and abrasions. There was a scratch mark on the surface of the distal pulley. Failure analysis investigation also found the instruments pitch cables were frayed. The instruement was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratched were short in length and no axially aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, distal pullys and pitch cables found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.